Manufacturer narrative:
The stent remains in the pt. The lot number was provided. The device history record was reviewed. There are no non-conformance's associated with this lot number. Vessel dissection may occur during this type of procedure and is listed in the instructions for use as a known possible adverse event with the use of stent devices. No product malfunction was reported.

Event description:
Device malfunction: none. Symptoms/ae: intimal dissection. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, there was a vessel dissection at the distal end of the implanted stent requiring placement of a second stent. There were no adverse pt sequelae reported. One day postprocedure, the pt was discharged to home. There was no additional info provided. Study event.